Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line during device power up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The event history log (ehl) review was performed. There were no events recorded on the reported date. The last date of customer use was a month prior to the reported event date and had a single event of "air-in-line!", however the history log cannot be used to determine if the alarm was true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.